Manufacturer narrative:
(D10) concomitant device(s): 320-10-05 - equinoxe reverse tray adapter plate tray +5: 7041905. 320-06-38 - glenosphere 38mm: 6566507. 320-15-05 - eq rev locking screw: 7003274. 320-20-00 - eq reverse torque defining screw kit: 7079019. (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 64-year-old male patient had a right tsa on (B)(6) 2022. The patient presented with a dislocation on (B)(6) 2022. Patient reported reaching for faucet at home when shoulder dislocated. Seen in clinic on (B)(6) 2022 where a closed reduction done. Put in sling for six weeks. This event is related to (B)(4). The outcome of this event is considered resolved by the action taken of other ¿ sling for 6 weeks on (B)(6) 2022. The case report form indicates that this event is definitely not related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The cause of the patient¿s shoulder dislocation and subsequent closed reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.